Manufacturer narrative:
Insulin pump was received with blank display due to power connector on battery tube not plugged in properly into connector on interface board. Unable to verify failed battery test alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test a couple of weeks ago. The insulin pump had a blank display. Customer's blood glucose level was 130 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.